Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a known infection and upon presenting to the emergency room erosion was identified. The patient was treated with antibiotics, the implantable cardioverter defibrillator system was removed, and no further patient complications have been reported as a result of this event.